Event description:
It was reported that there was particulate matter described as hair inside eight (8) minicap transfer sets. The particulate matter was located in the connection between the fluid passage (tubing) and the blue head (pull ring cap). This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual devices were not available; however, eight (8) photographs of the sample was provided for evaluation. The photographs was reviewed and showed thin, black particulate (appeared to be loose) inside pouches outside the fluid pathway. The reported condition was verified. The particulate was identified as an extrinsic particulate that is an additive, foreign, and not part of the formulation or package, including environment contaminants. The cause of the particulate matter was determined to be manufacturing related issue that occurred during the assembly process. Nonconformances have been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.